Event description:
It was reported by the hospital that pin holes were observed in the blue wrapper of the sterile pack on 5 devices - 2 opened, and 3 sealed are being returned.

Manufacturer narrative:
Device not returned.